Manufacturer narrative:
Additional information: concomitant product lot number: 1853019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225, serial/lot #: unknown. The system was not evaluated because the issue was resolved with troubleshooting. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while in the software, the system became unresponsive and went to a black screen with a blue bar at the top. The site did a hard shutdown and it would not get past the linux screen on the next bootup. The site did a third reboot and it got stuck at the rising man for approximately 5 minutes. A manufacturer representative reseated all cables internally, but this did not resolve the issue. The manufacturer representative disconnected the axiem power/comm usb and then the software launched normally. The system was then shutdown, connected the usb to a different port, and was able to launch the software normally. The manufacturer representative then connected to the initial port and it became unresponsive again. A hard shutdown was performed, connected the usb to another port again, and the system worked normally. An axiem procedure was tested and the instruments tracked normally. This issue was noted outside of a procedure, and there was no patient involvement.